Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 5:27pm - 252 mg/dl, 5:28pm - 261 mg/dl, 5:31pm - 359 mg/dl, 5:32pm - 109 mg/dl, 5:33pm - 190 mg/dl, 5:39pm - 192 mg/dl, 5:40pm - 248 mg/dl, 5:49pm - 110 mg/dl, and 5:55pm- 268 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.